Manufacturer narrative:
Approximately 1 hour and 15 minutes, prior to the adverse event being detected. Last ablation cycle time at the site of injury was not reported, as the site of injury is unknown. Irrigated catheter flow setting at the time the injury was detected was 8ml/min. It was noted that power ranged from 20-37 watts throughout the procedure with irrigated catheter flow adjusted for wattage. Patient received anticoagulant during the procedure with activated clotting time maintained between 300-375 seconds. Issue # 2: visualization issue: one of the back patches intermittently appeared as striped on the carto and became disconnected twice. Manual pressure was applied to the patch and the issue resolved. Procedure continued. Patch was located high on the back, near the base of the neck. It was later determined that the patch cable was inadvertently pulled on while adjusting equipment. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant product: c3 external reference patch, model #: d-1283-02, lot #: unknown. Non biosense webster, inc. Products: st. Jude medical agilis medium curve sheath, stockert generator, model #: unknown, serial #: unknown. Cool flow pump, model #: unknown, serial #: unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a female patient, in her late 50s to early 60s, underwent an ablation procedure for persistent atrial fibrillation with a thermocool sf nav catheter and suffered a cardiac tamponade requiring pericardiocentesis. Issue # 1: adverse event during ablation of the posterior wall of the left atrium, the patient became hypotensive, from 110/70 to 80/40. Tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis was in progress at the time of complaint report. Patient was reported to be in stable, although hypotensive, condition. Patient required extended hospitalization (1 additional night) for observation as a result of the adverse event. There were no factors cited that may have contributed to the adverse event. Physician indicated that the injury may have occurred during an impedance decrease of greater than 20 ohms. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure. Transseptal puncture was performed with an unspecified needle. St. Jude medical agilis medium curve sheath was used. Generator was set on power control mode with standard temperature and power cut-offs. Generator settings at the time the injury was detected included power at 25 watts, impedance in the 110s, and temperature within normal limits and without variability. It was noted that there was a decrease in impedance of greater than 20 ohms. Power was titrated. Overall ablation time was